Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010 according to the complainant, during unpacking the device was removed from the product packaging and the needle was found bent, inhibiting the jaws/cups from closing. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the device jaws were able to be opened, but failed to close properly due to the bent needle. The welding marks were evaluated and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device would not close. Based on the evaluation, the needle was found to be bent which prevented proper closure of the jaws. The dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010 according to the complainant, during unpacking the device was removed from the product packaging and the needle was found bent, inhibiting the jaws/cups from closing. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.